Event description:
Customer reported the insulin pump alarmed no delivery and blood glucose was 400 mg/dl, treated with the device. Customer declined troubleshooting and stated he wanted to focus on the sensor issues. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.